Manufacturer narrative:
Findings: pump received with end cap broken off, cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.